Manufacturer narrative:
Fa-q323-hf-4 cardiomems pes right angle power extension cable failure notice issued by abbott on 04 oct 2023.

Manufacturer narrative:
One cardiomems patient electronic system was received for evaluation. Visual inspection verified the power extension cable had exposed wires. The cause of the exposed wires could not be determined.

Event description:
This report is to advise of an event observed during analysis confirming exposed wires of the power extension cable.